Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Controls are in place in the top assembly manufacturing process to ensure the integrity of product before shipping. It was reported that the coil broke during reposition of the device. The labeling states: "if it is necessary to reposition the target coil, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break. Gently remove both the coil and microcatheter and replace with new devices." It is probable that procedural factors encountered during the use of the device contributed to the coil breakage. Therefore, it was concluded that procedural factors was the most likely cause of the reported issue as the device performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The coil was uneventfully delivered to the target aneurysm; however, during an attempt to reposition the coil, the coil 'broke and became stretched' in the catheter. The physician was unable to retrieve the coil 'under suction' and using retrieval devices. A surgery was performed; however, attempts to remove the broken coil resulted in 'traction on the carotid artery' and the broken device remains inside the patient. No further information was provided.

Event description:
The coil was uneventfully delivered to the target aneurysm; however, during an attempt to reposition the coil, the coil "broke and became stretched" in the catheter. The physician was unable to retrieve the coil "under suction" and using retrieval devices. A surgery was performed; however, attempts to remove the broken coil resulted in "traction on the carotid artery" and the broken device remains inside the patient. No further information was provided.